Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. Needle deployment was not successful. Backdown of the needles to their original position also was not successful. The patient was taken for surgical revision of the arteriotomy. He subsequently developed an infection at the repair site. The patient was discharged following antiobiotic therapy and was doing fine. The patient reportedly had five previous catheterizations, with three completed by manual compression and two completed with angloseal closure devices. The vascular surgeon reported that the vessel surrounding the arteriotomy was very hard related to the prior use of collagen in the angioseal procedures. It was difficult for the surgeon to get needles to penetrate the artery.